Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel and it is unknown if lubrication was applied. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional information regarding this report: because the information states that negative pressure was not applied, we have requested the local cook sales rep perform an in-service to assist the user with proper use.

Manufacturer narrative:
The investigation is on-going and a follow up report will be sent.

Event description:
During separate dilation procedure, the physician used multiple (approximately 4) cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic devices. The balloon dilators failed, it appeared to have a tear in it. It was attempted 2-3 time and then changed for another one (same problem occurred).this has happened on 3-4 different occasions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.